Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had vertical lines on the display. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.04.00, categorized as unremediated. There was no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which channel b was inoperative was not confirmed during product evaluation. The root cause of this condition was not identified. No repairs were necessary to correct this condition, as the reported problem was not confirmed. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. The facility representative contacted baxter to report a colleague infusion pump in which channel b was inoperative. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.04.00, categorized as unremediated. There was no further complaint information available.